Manufacturer narrative:
Upon further review of the unit's interior, heavy corrosion was found towards the bottom of the unit especially around the battery connectors and the flex cables. The menu keypad button is not functioning due to the corrosion found on the keypad cable terminal. Unable to perform the displacement test due to the non-functioning menu keypad button. The insulin pump has a crack in the battery threads. The s/n label located between the belt clip rails is missing. Finally the middle (enter) keypad button is cracked the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to the moisture and due to that liquid under display. Customer's blood glucose level was unknown. The device will be returned for analysis.